Event description:
A patient underwent generator replacement for normal end of service. The battery estimate was -1 year remaining. The generator was returned for product analysis. The generator battery was depleted and the analysis identified an out-of-specification condition. The caged module was found to exhibit an out-of-limit (high) pulsing current. Analysis indicates that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. Using the lower value, the caged module met all specifications. The out-of-limit pulsing current could potentially be a contributing factor to the end of service, however, results of the battery longevity prediction confirm that the end of service condition was an expected event.